Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing and potential loss of capture. During a therapy upgrade procedure, the physician found several insulation breaks on the lead body coil inside the pocket. The terminal pin was also loose and could move independent from the lead body. It was noted that there was calcium build up in the pocket and it is believed friction and age of the lead was likely the cause of lead damage. Subsequently, this lead was surgically abandoned and a different right atrial (ra) lead was implanted successfully. There were no adverse patient effects reported.